Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar instrument had a broken black conductor wire. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar instrument associated with this complaint and completed investigations. The returned product did not exhibit the event described in the complaint. Visual inspection was performed and no damage to the conductor wire was observed. Electrical continuity was performed and passed. No thermal damage was observed. Additionally, the instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.